Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 2.0 x 12 mm resolute onyx rx coronary, drug eluting stent was used during a procedure to treat a severely calcified, moderately tortuosity lesion in the distal posterior lateral branch. The device was inspected with no issues noted. Negative prep was performed with no issues. It was reported that the stent failed to cross the lesion and the struts deformed passing through an existing stenting the rca. A second 2.75 x 15 resolute onyx rx coronary, drug eluting stent was attempted to be used. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. It was reported that the stent failed to cross the lesion and pushed the pre existing stent further distal. The stent was removed and not implanted. It was later stated that the pre-existing stent was a resolute onyx brand stent. It was also stated that there were no issues with the previously deployed stent after it was moved further distally in the patient. The patient is alive with no injury. The procedure was completed.